Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote transmission showed asystole episodes during nighttime. It was noted the r waves become extremely small and the implantable loop recorder (ilr) was at its most sensitive setting. The episodes do not appear to occur during the day. The device remains in use. No patient complications have been reported as a result of this event.